Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Dermatologist applies steri-strip adhesive closures to a patient's left shoulder blade following removal of a mole. Reportedly, the patient developed redness and welts at the application site and all over the body. On a follow-up md visit, another steri-strip adhesive closure was applied to intact skin on the left elbow for testing. Reportedly, the patient suffered anaphylactic shock which led to immediate hospitalization. No information provided regarding treatment in the hospital. Patient was discharged the same evening and was feeling better when seen in the md office the following day